Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The difficulties experienced may be due to, but not limited to manufacturing, interaction with other devices, insertion/removal/preparation technique, lesion morphology, and/or patient disease state. A guide wire tip separation of this nature may happen when the tip is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the tip was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. The guide wire used in this case was not returned for analysis, which may have aided in the investigation. A guide wire being over pulled or over torqued would require the wire to be trapped, possibly within another device or in the anatomy in order to create the required forces to damage the wire as described. Any attempts to move the guide wire in a trapped state would have then likely resulted in the reported guide wire separation. It is possible the guide wire interacted with the stent and/or anatomy while it was being removed causing the reported resistance and became entangled and damaged and additional manipulation cause the wire to detach. It was reported that the guide wire was used in the side branch while stenting the right coronary artery and it should be noted that the instructions for use cautions: consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Additionally, it was reported that with stronger pull, the guide wire was able to be removed, however, after further angiography the distal part of the guide wire was still in the patient and it should be noted that the IFU warns, do not: 1. Push, auger, withdraw or torque a guide wire that meets resistance. 2. Torque a guide wire if the tip becomes entrapped within the vasculature. 3. Allow the guide wire tip to remain in a prolapsed condition. Failure to do so may result in vessel trauma, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. In this case, the strong pull of the guide wire during removal could have contributed to the reported guide wire tip separation. No damage to the guide wire tip was reported prior to use, which would indicate that the damage was likely not pre-existing. A review of the lot history record did not reveal any non-conforming material report associated with this lot that could have contributed to the reported difficulties. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. The reported difficulties appear to be related to case circumstances and there is no indication of a product quality deficiency. In order to ensure that the reported difficulties do not occur as a result of a product quality deficiency, the profile dimensions of all guide wires are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular and manufacturing performs a non-destructive tip pull test on each wire. Additionally, all products are 100% visually inspected online for damage during the manufacturing process.

Event description:
It was reported that the bmw guide wire was placed in the side branch to protect it while stenting the right coronary artery (rca). After successful implant of the drug eluting stent (des) (manufacturer unknown), during removal of the bmw guide wire which per the physician had been jailed as he has done several hundred times before, strong resistance was felt. With a stronger pull the guide wire was able to be removed; however, after further angiography the distal part of the guide wire, approximately 30 cm, was still in the patient. Reportedly the physician thought that he could not retrieve the tip, because at this point he thought that the guide wire had separated at the radiodense tip. Therefore he continued stenting over the whole length of the vessel. It was at the end of the stenting procedure that he saw the two wires in the guiding catheter. Then he started measures to take out the guide wire with the help of the radiological interventionalist; however, this led to the final situation: the remnants of the wire are visible down to the descending aorta. Another des stent was placed in the rca to treat another lesion proximal to the first lesion and the procedure was ended. The decision was made by the physician that no further treatment was required. No additional information was provided.